Event description:
Additional information was received that the patient was deceased and died of sudden cardiac arrhythmia.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product event summary - product ID# 694765. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met, analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), analysis of the device memory indicated oversensing associated with the right ventricular lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076 implantable pacing lead implanted: 2008 (B)(6); 4193 implantable pacing lead implanted 2008 (B)(6). (B)(4).

Event description:
It was reported that the lead integrity alert (lia) was triggered due to short interval counts (sic) on the right ventricular (rv) lead. In addition, the current electrogram (egm) showed a chaotic non-physiologic pattern. The lead remains in use. No patient complications have been reported as a result of this event.